Event description:
A clearlink duo-vent continu-flo set was returned for evaluation along with a sample for another report. During product evaluation, it was noted that the luer was too small and did not meet iso gauge standards. It is unknown if the sample was used during infusion. It is unknown if there was patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Three samples were returned for evaluation. Visual inspection showed that the two piece male luer lock assembly was intact on all three samples. All three samples were then spiked into an in-house 1000 ml solution bag containing reverse osmosis water and re-primed. This showed that all three samples primed and flowed normally with no leaks noted. All solvent bonds on each sample were then pull tested with no failures noted. All three male luers were then iso gauged. All three male luers failed the iso gauge requirements. Insufficiently sized male luers are a known cause of leaks. This issue is being investigated through CAPA.